Event description:
It was reported that post-operative rod breakage occurred. Pt underwent spinal fixation using silhouette instrumentation in (B)(6) 1999. In (B)(6) 2012, the pt was involved in a motor vehicle accident in which she was rear-ended. X-rays taken after the accident revealed the rod on the right side of the construct was broken in the middle. The pt underwent revision surgery in (B)(6) 2013, at which time adjacent level decompression was performed and the construct was removed with no new instrumentation added.

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. The batch number is unk and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is excessive stress to the implant as a result of a motor vehicle accident. This is the final report that will be submitted associated with this incident and device. No additional action is required at this time.